Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a titanium adapter and the minicap extended life transfer set which resulted in leak; further described as the transfer set "falling off". The leak was further described as ¿leaking pd fluid from the end of their pd catheter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to a1. A1: patient identifier: was changed from unknown to bk. H10: should additional relevant information become available, a supplemental report will be submitted.